Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
The following information was reported by the patient: I got my mynx procedure done after a heart blockage procedure. When I took the bandage off, I noticed a big knot. Is this normal? On 09/25/2015, the company representative emailed complaint handling with the following information: I spoke to the doctor and was told the patient never contacted him. I explained what had happened and he had no concern about her groin. On 10/02/2015, cardinal health complaint handling followed up again with the company representative to request that he follows up with the doctor again to inquire if the patient called regarding the reported knot at her groin. On 10/02/2015, the company representative called complaint handling back and reported that the doctor stated via a text message that the patient did not contact him regarding the knot at the groin.